Event description:
The reporter stated that the surgeon was inserting an aq2010v three piece silicone lens into patient's eye and a haptic tore off. The lens was removed without enlarging the incision and another model lens was inserted. No patient injury.

Manufacturer narrative:
H6: results: visual inspection of the returned product shows one lens haptic is torn off and missing. There is a tear in the optic lens near the other haptic. There is clear surgical residue/debris on the lens. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.